Manufacturer narrative:
Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The large suturecut needle driver instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, large suturecut needle driver instrument was ¿irregular.¿ the instrument could not hold the needle properly. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. No reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cable was broken and dislodged. The instrument did not collide with any other instrument or tool during the procedure. The issue was related to opening/closing of the grips and up/down (pitch) motion of the wrist. There was no issue related to left/right (yaw) motion of the grips. The cable that controls opening/closing of the jaws and up/down motion of the wrist was protruding from the distal end of the wrist.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.